Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, high threshold was noted on the right atrial (ra) lead at three separate anatomical locations in the right atrium. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture threshold was confirmed. A complete lead was returned in one piece. The cause of the reported event was isolated to overtorqued inner coil consistent with procedural damage. The lead was otherwise normal.